Manufacturer narrative:
(B)(4). Evaluation summary: the analysis found that the sdh29 instrument arrived in good visual condition. The breakaway washer was fully cut and there were no staples present, indicating that the instrument has been fired through a complete firing stroke. The instrument was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The instrument cut without any difficulties noted and the staples were noted to have a proper b-formation. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process. As stated in the packaging insert: ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the instrument. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage.

Event description:
It was reported that during a gastrectomy procedure, all of the staples were malformed, so changed to use another sdh29 and finished the or????, there was no reported pt consequence.